Event description:
It was reported that patient images that had been previously acquired were not available for recall even though they had been saved. If images were saved and are not available when needed for a critical case, this could result in a delay in diagnosis and could result in a risk to patient health. Additionally, if images are not saved, it could result in a need to repeat the procedure, which could further delay the diagnosis and could result in the patient getting additional diagnostic levels radiation.

Manufacturer narrative:
Device evaluated by service personnel. Hard drive replaced and software upgraded. No injuries were reported.